Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a straight type blood set in which operator couldn?t close the white regulating clamp of the set was confirmed during visual inspection of the sample. The root cause of the reported condition was found to be deformed white roller within the roller clamp. No repairs were made since this is a single use device. Additional information: a batch review was performed on the reported lot with no deviations found. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of a straight type blood set in which the operator couldn't close the white regulating clamp of the set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.